Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that complaint of dso seal was detached, screen was scratched and it had discolored keypad confirmed through visual inspection. Replaced dso seal, lcd lens, and keypad. Performed visual inspection. Upon further investigation, found uso seal delaminated and air detector damaged (dented). Replaced uso seal and air detector. Performed dso/uso sensor calibration. Validated repair through dso/uso occlusion test. Performed pvt, unit pass all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the pump¿s downstream occlusion (dso) seal was found detached, the screen was scratched, and the keypad was discolored. There was no patient involvement.